Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The patient experienced peritonitis manifested only by cloudy effluent (previously reported as shortness of breath and had trouble draining the pd fluid). On an unreported date, the patient was treated with ceftazidime and vancomycin (doses, routes and frequencies not provided) for peritonitis. The cause of peritonitis was unknown (previously reported as touch contamination). This is report 1 of 3. A review of all batch record documents was performed for potentially associated lot numbers h13i13041 and h13i04099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made a mistake further described as the pt was confused and made a touch contamination. Subsequently, the pt experienced peritonitis manifested by shortness of breath and trouble draining the pd fluid. The pt was hospitalized for the event on the same day. Treatment was not reported. At the time of this report, the peritonitis was resolving and the pt was recovering from the event. On an unreported date, dianeal therapy was discontinued. On an unreported date within the same month as the event, the pt was discharged from the hospital. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.